Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the nurse hung the dilaudid pain medication for her post-op patient and as she was checking the drip on the secondary drip chamber to ensure the infusion was dripping she watched the secondary mini-bag with the medication empty or flow up into the primary drip chamber. She immediately clamped the tubing. There was no patient harm.

Manufacturer narrative:
Correction: the affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Additional information: medical devices; 1000ml baxter bag din 00061085 lot number w7c06m0 exp sep 18 lactated ringer¿s attached; 50ml baxter bag din 00060208 lot number w7b25co exp feb 18.

Manufacturer narrative:
The customer¿s report that the secondary back flowed into the primary bag was confirmed and replicated. The primary set and secondary set were visually inspected; no anomalies were identified. The check valve was inspected under magnification; the check valve was assembled correctly and the silicone membrane was centered. Functional testing was performed; backflow was confirmed indicating a faulty check valve. Testing by the supplier indicated a pass result. Disassembly of the check valve resulted in normal findings. No particulates were noted on the diaphragm membrane. The root cause was not identified.

Event description:
The medication was dilaudid 1mg with 25mg of gravol.